Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history showed several "no cartridge detected" and "loss of /prime" alarms due zero force warnings on the reported failure date. During investigation, the pump powered up and displayed the "verify" screen. The pump passed the "ez-prime" steps and was exercised without alarms. The allegation of a load step malfunction could not be duplicated. The force sensor calibration reading was within specifications. The pump cover was removed and the force sensor flex pins were inspected to find an intermittent condition due to a cracked trace close to the pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.